Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded fm in the tube wall with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. .

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: the customer stated foreign matter was found on the tube wall. The sample was discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: the customer stated foreign matter was found on the tube wall. The sample was discarded.